Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and a new non-resettable malfunction was later noted. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.